Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked during patient puncture. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during patient puncture. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual inspection of the swg revealed once distinct kink towards the distal end. Microscopic examination confirmed the damage and revealed that both welds were attached and fully spherical. The kink on the guide wire measured 22mm from the distal weld. The total guide wire length measured 601mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .790mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions-for-use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire was kinked towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.